Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the pockets failed to open/eject. The field service engineer replaced the motherboard fuse, tray, verified the connections and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer reported that the whole drawer was not detecting the medication in the pocket and unable to unload the medication as well. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.